Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: investigation results: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with seven bands attached to it, one of them overlapped. In addition, the ligator housing teeth were found in good conditions. The handle had marks of trip wire being secured and the trip wire was returned cut. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the returned ligator housing had seven bands attached, one band overlapped, and the ligator housing teeth were in good conditions. It is possible that this problem when trying to deploy the bands, might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle, and this made the bands feel difficult to be deployed. Additionally, the handle had marks of trip wire being secured and the trip wire was returned cut. It is possible that the trip wire cut occurred due to procedural factors such as the manner as the device was handled and manipulated. Excessive manipulation of the device without enough care could have induced the defect found. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used to treat esophageal varices during an endoscopic variceal ligation (evl) procedure in the esophagus performed on (B)(6) 2024. During the procedure, the nurse asked the physician to release the first band but due to the resistance of the device, he was not able to release the band. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Note: a photo of the complaint device outside the patient was provided by the customer showing all seven bands still attached to the ligator housing and one of them overlapped.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used to treat esophageal varices during an endoscopic variceal ligation (evl) procedure in the esophagus performed on (B)(6) 2024. During the procedure, the nurse asked the physician to release the first band but due to the resistance of the device, he was not able to release the band. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Note: a photo of the complaint device outside the patient was provided by the customer showing all seven bands still attached to the ligator housing and one of them overlapped.